Manufacturer narrative:
Getinge field service engineer (fse) during pm the device would not charge the batteries properly. Troubleshooting pointed to the power management board. Replaced power management board. Device showed no issues after replacing component. Batteries charged properly after repair. Cleared for clinical use. The failure analysis and testing dept. Received rev. E, serial number (B)(6), with a reported unit failure of a faulty power management board. The fat performed a visual inspection and found the part to have a damaged q27 component. Fat cannot install and test this board due to the risk associated to the cardiosave test fixture. Due to this board being an obsolete revision, it will not be sent back to the supplier for failure analysis. Fat cannot investigate this complaint any further. Retaining the part in the failure analysis and testing department per procedure number (B)(4) rev. Ap. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to define.

Event description:
N/a.

Event description:
B5- it was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp)display was damaged and the device would not charge the batteries properly. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.